Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported break was confirmed as a material separation. The reported stretching was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. The hi-torque (ht) balance middleweight (bmw) 014 hydro guide wire coil had resistance during removal with the guide catheter and the coils broke. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided. An image was received from the site which was reviewed by a quality engineer who noted the coils were stretched and detached from the core.